Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead was observed to be bleeding from the conductor core. As a result, the physician did not proceed with the implantation of the lead. The lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.